Event description:
It was reported that detachment of the distal tip occurred. A 6f runway catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the distal tip peeled away. This occurred inside the patient, the catheter was retrieved without any fragments left inside the patient. No patient complications were reported.